Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient reports hissing, intermittency and change in sound quality on the left implanted side with head, neck and shoulder movements. This sound only occurs with the processor on. Re-implantation is considered.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Patient reported hissing, intermittency and change in sound quality on the left implanted side with head, neck and shoulder movements. This sound only occurred with the processor on. There were no changes in health or medication. Re-programming was attempted to reduce/eliminate the hissing sound with movement and resulted in a 4-channel map and sub-optimal understanding and performance. Recipient was re-implanted.